Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient¿s ipg had shifted and tilted in the pocket site due to a motor vehicle accident. Surgical intervention took place on (B)(6) 2026 wherein the ipg was repositioned and sutured in the same pocket site to address the issue.